Event description:
During pt treatment with the 3100a, the user reported hearing a loud hissing noise internally. The ventilator, however, was functioning correctly. The pt was bagged and switched to another ventilator without compromise.